Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by "hazy fluid". The cause of peritonitis was unknown. It was reported that the patient was hospitalized for three days. Seven days, prior to diagnosis of peritonitis and hospitalization, the patient was treated with antibiotics cefazline (1gm, intraperitoneal for 6 hours) and (ceftazidime 1gm, intraperitoneal for 6 hours). The patient recovered from peritonitis. Pd therapy discontinued and switched to hemodialysis and removal of the pd catheter. No additional information is available.